Event description:
The customer reported that the oxygen manifold leaked at the check valve. There was no patient harm reported. Patient information has been requested.

Manufacturer narrative:
PMA/510 (k)# : k082660.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.